Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat postmenopausal bleeding, cystocele, rectocele and sui and mesh was implanted. It was reported that the patient had a concurrent procedure of a laparoscopic supracervical hysterectomy and bso, vaginal paravaginal repair with graft, cystoscopy and site-specific rectocele repair with graft performed during mesh implantation. It was reported that following insertion the patient experienced extrusion, urinary/bowel problems, recurrence, and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2013 due to sui and pain. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 05/27/2016.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary frequency, dysuria and urinary retention. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.